Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was determined that there was evidence that the bladder had ruptured. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling. The device was filled with 5-fu (fluorouracil). There was no patient involvement. No additional information is available.